Manufacturer narrative:
It was reported that "the flange on the side of the syringe was compromised, and broke off" while flushing the line during a dressing change. The customer reported there was no impact to the patient or procedure and the procedure was able to be completed. No additional details are available related to the customer reported issue. To date, no information has been received to indicate that a user or a patient experienced a death, serious injury, medical intervention, follow-up care, or other adverse health impact associated with the reported problem/issue. In an abundance of caution, and in response to an FDA 483 issued for cfn 1417592 on 22-jan-2024, this medwatch is being filed for the reported problem/issue. If additional relevant information becomes available a supplemental medwatch will be filed.

Event description:
The flange on the side of the syringe was compromised, and broke off.